Event description:
The customer reported that the unit went ventilator inoperative. Customer found error code message data acquisition (da) pcba adc reference failed in the logged. Through follow-ups, customer stated that there was patient involvement but there was no harm to the patient or the user.